Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to the fact that it alarms when latch is closed and stops mid infusion. " cassette not latched messages" were found in the device's event log. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "cassette not latched properly when is closed" alarm message during the investigation. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed when the latch was closed and stopped mid infusion. The issue was discovered during testing and there was no patient involvement.